Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) a leak was noted. The 80% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 15mm x 2.5mm maverick balloon; however, a leak in the balloon was noted. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed a pinhole.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a pinhole leak was identified at the proximal markerband. A microscopic examination of the balloon material and of the proximal markerband, could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).